Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient who had a history of pocket infection, allergy, and erosion presented in clinic. The device was initially implanted on the left side. Due to a pocket infection, the device was re-implanted on the right side. The physician noted that the rash was not resolved and the patient has now developed pocket erosion. Due to current patient's condition, the device remains implanted. The patient was on antibiotics and closely being monitored at the hospital.